Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a patient was in the infusion services for medication administration. IV tubing set-up: saline bag (250 ml) hung and used as flush bag on primary line. Medication (radicava) was infusing as a piggy-back on the secondary line. Staff noted that the medication "backed-up" into the primary line bag, and to ensure the patient received the entire medication dose they needed to infuse the entire ns 250 ml bag. There was no patient harm.